Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, de novo, mid left anterior descending (lad) coronary artery, the 2.5 x 12 mm nc trek balloon dilatation catheter (bdc) was used for lesion pre-dilatation. After lesion preparation, a xience stent was successfully implanted. The nc trek was advanced to cross the implant for routine post-dilatation; however, the nc trek could not cross the implant. The bdc was removed from the anatomy and balloon re-wrap was performed. The nc trek bdc was again advanced to the stented lesion, but still could not cross the stent implant. An additional guide wire was advanced to the artery and the nc trek successfully crossed the implant. During inflation, the balloon ruptured at about 12 or 14 atmosphere (atm). An nc tenku bdc was used and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture or difficult to position due to previously implanted stent reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.